Manufacturer narrative:
(B)(4).

Event description:
It was reported that in (B)(6) 2014 the patient had a gradual onset of increased rigidity despite dosing increased, the symptoms continued. There had not been any significant improvement in the patient¿s chronic spasticity. The patient¿s motor strength was 5/5 bilaterally except right ankle flexion/extension which is slow and 4+/5 mild to moderate equinovarus deformity on the right with brace in place. The patient was still having some right sided toe curling and stiffness in lower legs, worse when the patient awakes in the morning. The patient¿s reflexes were bilateral symmetrical, exaggerated bilaterally in the lower extremities. The patient had mild dysdiadokinesia with reduced amplitude finger tapping bilaterally, no tremor. The patient had mild stuttering. The patient had some balance difficulty, poor coordination and had some falls. On (B)(6) 2014 a health care professional (hcp) attempted to aspirate the catheter from the cap and was unable to aspirate any fluid/drug. The pump logs were checked and there were no alarms. There was no volume discrepancy at the patient¿s last refill on (B)(6) 2014. The patient was scheduled for a refill on (B)(6) 2014 and an indium study on (B)(6) 2014. It was reported 5 days later that the date of onset was (B)(6) 2014. The cause of event was specified as failing to aspirate with a catheter assess port kit. Difficulty filling the pump did not result in a pocket fill. The patient¿s pump was able to be refilled. It was reported that the patient¿s health care professional (hcp) was able to access the cap, but was unable to aspirate any significant fluid. It was noted that this may possibly be due to catheter collapse or it may indicate occlusion at the tip of the catheter such as with a granuloma. Symptoms also included muscle spasm. The pump was used to infuse lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).